Manufacturer narrative:
(B)(4).

Event description:
Information was received regarding a patient implanted for gastrointestinal/pelvic floor. The consumer reported a loss or change of therapy; therapy was not helping her and she had not felt stimulation sensation but rather a "pinching" since (B)(6) 2015. A foreign object was felt grown and push through in the patient's urethra since 2016. The neurostimulator flipped since (B)(6) 2016 when sitting on the toilet with her back "hurting bad." An appointment was scheduled with their healthcare provider for (B)(6) 2016. No falls or trauma associated with the event, however it was later stated that the patient fell to the ground when she was walking and had a burning sensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.